Manufacturer narrative:
Correction device code (B)(4) also applies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a healthcare provider (hcp). The patient was last seen at the hcp¿s on (B)(6)2017 and the patient¿s weight at that time was (B)(6). The hcp clarified that an alternate physician was responsible for assessing and ultimately removing the intrathecal baclofen pump.

Manufacturer narrative:
Analysis found that there was no anomaly with the pump. Analysis of the catheter found that there was no significant anomaly and there was acceptable testing as it was returned in segments. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID 8781 lot# n505613001 serial# (B)(4) implanted: (B)(6) 2015 explanted: (B)(6) 2017 product type catheter. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Interrogation of the pump determined it was used to infuse baclofen [500.0 mcg/ml] at 355.64 mcg/day. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was provided by a healthcare provider regarding an implantable intrathecal pump intended to deliver compounded baclofen at an unknown concentration and dose, indicated for intractable spasticity. It was reported that the pump and catheter were explanted on (B)(6) 2017. The reason for removal was device-related. The device was used in the patient and was intended for treatment. It was reported that the patient experienced increasing tone. A dye study was performed, and they were not able to aspirate fluid from the device. The doctor concluded that the device and/or catheter was not functioning properly. The pump and catheter were replaced. There was no patient death related to the event. It was indicated that no patient injury occurred, and the patient recovered without sequela. No further complications were reported/anticipated as a result of the event.